Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual and microscopic examination of the device identified that the tip of the device was damaged with a small section of the tip detached. This type of damage is consistent with guidewire movement during attempts to cross the lesion. The balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Resistance was encountered when a 0.015 inch product mandrel was inserted through the lumen. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on returned device analysis completed on (B)(6)-2011. It was reported that during a percutaneous coronary intervention (pci) procedure the device failed to cross the lesion. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex artery. The lesion was predilated with a 3.0x15mm non-bsc balloon catheter. A taxus liberte (mr) 16 x 4.50mm was advanced to treat the target lesion but the device would not cross the lesion. The lesion was re-ballooned with an unspecified device. The procedure was completed with the implant of another taxus liberte (mr) ous - 16 x 4.50mm. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed tip detachment.